Event description:
It was initially reported that the sterility of the device was broken. Follow up with the health care provider indicated that the product was always sterile; but missing the plastic seal on the canister happened during the procedure. It was reported that the device was not used; however, it is not available for return.

Manufacturer narrative:
Other - device sterility compromised. Reportedly, the device is not available for return.